Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed noise and oversensing which lead to inappropriate shock therapy. The lead was reported to have fractured. The patient was seen for a revision procedure where the lead was surgically abandoned. There were no adverse patient effects reported.